Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump failed volumetric testing. Reported that there was no patient involvement.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump failed volumetric testing. Reported that there was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received with no physical damaged was found on the device. No evidence of reported problem in event log was found during the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.